Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had spinal hematoma when the trial leads were removed. Upon removal of the trial leads, there was profuse bleeding and the patient¿s blood pressure was very high. The patient was rushed to the emergency room and was confined in the neuro-intensive care unit. The physician believed the stimulator was the cause. The hematoma was resolving by itself. The patient was discharged and was doing well.

Event description:
A report was received that the patient had spinal hematoma when the trial leads were removed. Upon removal of the trial leads, there was profuse bleeding and the patient¿s blood pressure was very high. The patient was rushed to the emergency room and was confined in the neuro-intensive care unit. The physician had not stated that the stimulator was the cause. The hematoma was resolving by itself. The patient was discharged and is recovering.